Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to either reported condition. The customer reported an under-infusion event. The device was found out of specification in relation to the customer reported 'under infusion' which was reproduced. The device was tested for flow accuracy and found to under-deliver between -5.397 % and -6.492 %. The customer also reported: "total upstream occlusions are detected but we are able to produce situations similar to those declared by users in the presence of partial upstream occlusions." The device was found to be within specification during testing. The device was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. Per the caution in the spectrum iq operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition of under infusion was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment. The reported condition 'upstream occlusion' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump administered cisplatin chemotherapy over 3:30 hours instead of 2:30 hours as programmed. The residual volume was approximately 150 ml when infusion should have been terminated already." The user performed a workshop volume infused test and the volume infused was within specification for the pump. "Total upstream occlusions are detected but we are able to produce situations similar to those declared by users in the presence of partial upstream occlusions." There was no report of patient injury or medical intervention associated with this event. No additional information is available.